Event description:
The manufacturer received the information from a published paper: "perceval viv-tavr: perception is not always reality" by m. Reisinger, et al. The paper represents a case of successful valve-in-valve implantation complicated by inadvertent wire passage outside of the perceval frame. The patient underwent prior surgical aortic valve replacement (savr) due to severe aortic stenosis (2010), which required redo surgery using a perceval sutureless 21-mm valve as well as surgical mitral valve replacement for mitral stenosis at the same time (may 2016). Later, the perceval valve showed moderate pvl necessitating repair with 2 closure plugs (august 2016). Transesophageal echocardiography (tee) revealed severe central bioprosthetic ar due to poor coaptation along the neo right cusp with an eccentric, posteriorly directed regurgitant jet and mild pvl. Mean and peak aortic transvalvular gradients were 17.4- and 44.5-mmhg, respectively, and left ventricular (lv) ejection fraction (lvef) was 55% to 60%. The aortic valve area was 1.3 cm2 with a peak velocity of 3.3 m/s. The patient was deemed inoperable due to extreme surgical risk (sts score: 10%), age, frailty, comorbidities, and prior surgeries. Therefore, it was decided to perform a valve-in-valve transcatheter aortic valve replacement (viv-tavr). A sapien 3 ultra 23-mm valve was advanced over the wire without resistance and deployed successfully with full volume. Final root angiography showed good valve stability. The valve position and function were confirmed on transthoracic echocardiography (tte), with a final mean gradient of 20 to 24 mm hg. No ar or pvl was reported. The patient¿s medical history included hypertension, hyperlipidemia, cardiomyopathy, heart failure with preserved ejection fraction, sick sinus syndrome, atrial fibrillation, permanent pacemaker, bilateral carotid stenosis, asthma with severe lung disease, hypothyroidism, and chronic kidney disease stage iii.